Event description:
It was reported the patient is without stimulation and her ipg has not been functional since (B)(6) 2014. The sjm representative met with he patient and reprogramming was able to get the charger to communicate with the ipg. Regardless, the ipg was explanted and replaced with a different model. Stimulation was restored postoperatively.

Manufacturer narrative:
UDI (di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.